Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012. During the procedure, the blade was running continuously. Shortly after, the blade would only work intermittently. The handpiece was tried on a different motor drive unit, but the same problem occurred. Another like device was used to finish the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) - poor blade performance. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.